Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. No further information is available at this time, although, it has been requested. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
Maude event report volun 2009: a rash started around the 2 incisions for hip replacement performed five weeks prior. It spread and reached my face five days after the original date. Hospital emergency diagnosed it; prescribed septra and keflex. Saw operating surgeon the next day. He saw rash and advised I see a dermatologist. The following day, I saw a dermatologist who took cultures and prescribed 1% triamcinolone ointment. Online research has made me aware that bacteria has been found in stryker manufacturing plants. Total hip replacement is called stryker secur-fit plus. The individual components are: acetabular stryker.